Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure can be attributed to user error, due to either excessive force used during suture passing or the device coming into contact with another device during use.

Event description:
Additional information: during final tensioning, after the abs button had been fully secured, the surgeon transitioned back to the femoral tightrope for final adjustment. At that point, the tightrope broke. The button had been correctly positioned on the lateral condyle, and the representative observed the surgeon perform the final tensioning when the failure occurred. Following the breakage, the surgeon was able to slide the button off the tightrope and repurpose the sutures from the fibertak anchor. These were incorporated into a swivelock anchor to complete the fixation. An ar-1593-p implant system with secondary fixation using a peek swivelock anchor was utilized to successfully conclude the procedure. The case experienced a delay of approximately 20 minutes, resulting in an additional 20 minutes of anesthesia time. The ar-1593-p kit was used for drilling and tapping during bone preparation. Bone quality was assessed as good, and no adverse effects were reported.

Event description:
On 09/02/2025, a sales representative reported via email that an ar-1588rtt2-ib fibertag tightrope ii implant experienced a failure during final tensioning of the quad tightrope at the end of the case. The locking mechanism on the button failed when the "swedge" located on the lateral side of the button broke. Despite the failure, the implant was left in the patient and was fixated using a swivelock. This issue was discovered during an acl reconstruction using a quad tendon autograft performed on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 09/08/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.